Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event, ¿ob-lens glue chipped and deteriorated¿ was confirmed, and the device did not meet the standard specifications. The probable cause is that the glue around ob-lens was deteriorated and peeled off by chemical stress from repeated reprocessing. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: 1.IFU (operation manual) states that the event is detectable by performing the following inspection: 3.2 inspection of the endoscope. 2.IFU (operation manual) states on troubleshooting for abnormality during procedure as follows: chapter 5 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a deteriorated distal end adhesive. There were no reports of patient involvement.